Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("tennis ball size cyst on my ovary"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and ovarian cyst outcome was unknown. The reporter considered medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate case of (B)(4) hence this case should be deleted from bayer data base. Reference section was added from retention case. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("tennis ball size cyst on my ovary"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and ovarian cyst outcome was unknown. The reporter considered medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.